Event description:
It was reported by customer that the cardiosave intra aortic balloon pump had display issue related to the arterial line. There was no patient involvement and no injury.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1- contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse during testing found that the customers adapter cable was faulty. Notified customer of faulty cable. Tested with fse cable unit performed as expected. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Corrected fields: h6- investigation findings and investigation conclusion code. Updated fields: b4, g3, g6, h2.